Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported by the company rep that the hcp contacted them regarding alert they saw when interrogating pump at refill noting the pump had been stalled for over 200 hours. The company rep confirmed that patient had an magnetic resonance imaging (MRI) about a week ago. Agent advised the company rep to have hcp check logs after refill to see if recovery shows. The company rep was not with the account.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that they recently saw the patient for a pump refill and there were not any volume discrepancies or errors. The healthcare provider did not know how many hours after the MRI that the pump recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.